Manufacturer narrative:
The reported complaint was not verifiable. Per the user facility biomedical technician (bmet), they removed the unit from service and used a spare unit. The device is not going to be used and will be kept in storage. No parts will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the certified clinical perfusionist (ccp), they were able to control the pump speed through central control monitor (ccm) and the power was never lost to the pump. The user facility's biomedical technician replaced the display but was unable to solve the issue. The suspect device is being returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the display on the roller pump was not working, cutting on and off. The unit was not changed out as the controls on the central control monitor (ccm) still worked. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.